Event description:
Medtronic received information that prior to use of a fusion oxygenator, during preparation of the hlm-set and water-testing the heater-cooler of the oxygenator, a water leak occurred. The device was replaced. There was no patient involvement so no adverse effect occurred. Additional information: before priming the system, the user performed a leak testing of the oxygenator (connected to water in and water out = test of the heat exchanger integrity). There was no damage reported to the device, the packaging or other contents within the package.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Performed the fusion hfo pressure decay leak test on the water side per document. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. During the test there was a leak detected. Water side was filled with colored water and there was a leak observed at the bottom cap to hex interface. Reason for return was confirmed. Conclusion: complaint confirmed for leak. This type of leak rarely occurs because the fusion hfo is 100 % leak tested during production and any leaks identified during testing are discarded, this device was found to be acceptable during production. It is unknown what may have caused this occurrence. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.